Manufacturer narrative:
Date of report: (B)(6) 2019. Added device available or evaluation. Correction: results and conclusion codes. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse advised the customer that the issue appears to be with solenoids 2 & 4 or the data acquisition board. An fse was sent for onsite support and replaced the gas delivery system; however, the device would not pass system leak testing after installation. The fse ordered and replaced another gas delivery system and the device passed required testing. The gas delivery system (gds) was returned for failure investigation (fi) and no failures were duplicated during fi testing; therefore, no root cause could be determined for this report.

Event description:
It was reported that the unit logged an error 1108 (machine pressure sensor autozero failed ). There was no patient involvement.